Event description:
Discordant, falsely elevated sodium (na) and potassium (k) results were obtained on one patient sample on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). The sample was repeated on an alternate instrument and on the same instrument, resulting lower for both assays. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na and k results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc dispatched the call to a siemens customer service engineer (cse), who contacted the customer site. The cse instructed the customer to check the integrated multisensor technology (imt) consumable levels, probe, and drain, and no issues were noted. The cse had the customer replace the imt sensor and perform a calibration. The cse asked the customer to run patient sample correlation between two instruments, all of which resulted as expected. The cause of the discordant, falsely elevated na and k results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.